Event description:
On (B)(6), 2013, the reporter contacted animas, alleging a display and keypad issue. The display on the animas pump reportedly is difficult to read while the buttons are slow to respond. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.